Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was a malfunction with the x-ray pc and acquisition was not available. The rse reviewed the system log files and identified that the x-ray pc was not available. The rse advised the customer to replace the x-ray pc. The rse ordered and replaced the x-ray pc monoplane and hard disk spare part. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray acquisition was not available. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the system log files and identified that the x-ray pc was not available. The x-ray pc was noted to have power, so the rse ordered a replacement x-ray pc. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.